Manufacturer narrative:
The device was sent to the philips authorized repair facility where the technician. The technician performed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The speaker was replaced. The device was operational after repairs were completed and returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.